Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on (B)(6), 2010. Following the procedure, the patient experienced mesh erosion twice. The first occurrence was around (B)(6), 2010, and was surgically removed (amount of mesh removed unknown). The second erosion occurred around (B)(6), 2011. Reportedly, treatment (unspecified) was planned for the latter occurrence. The device was explanted on (B)(6), 2011. The patient also reportedly has nerve damage in her left leg (specifics and date of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.